Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "blunt knives" (dull). A surgeon reported blunt knives. The surgeon reported it was not possible to make a soft incision as the knife didn't go smoothly through the cornea. A new knife was opened and the procedure was completed. Additional information was requested. Additional information was received. The surgeon reported the patient's outcome was good and the surgery was completed successfully. No patient injury was reported.

Manufacturer narrative:
The facility reported the products were returning for in-house evaluation, however, no products were received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).